Manufacturer narrative:
Test infusion set/p-cap locks in properly. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer did not mention nay treatments and symptoms related to high blood glucose level. Customer reported that the back of the insulin pump had crack where the clip goes to the left corner. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.